Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. When the cycler was powered on the usb upload screen was dimly displayed. The brightness could not be increased. The inverter board was replaced. The faulty inverter board was addressed during the manufacturing refurbishment process. A stress test was performed and failed. Motor pump b began to stall and create a grinding sound. Motor pump b was addressed during the manufacturing refurbishment process. No fluid leaks in the test cassette during the accelerated stress test. There were no discrepancies encountered in the internal inspection of the cycler. A clinical investigation was conducted. There is no documentation in the complaint file supporting an association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event. However, in light of the pdrn reported probability of touch contamination; a strong likely relationship with breaks in aseptic technique during pd treatments and the resulting episode of peritonitis exists.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported that a dialysis patient pdrn was hospitalized (B)(6) 2016 with peritonitis caused by touch contamination. Laboratory results of the patient's dialysis effluent revealed staphylococcus epidermis. The patient was administered a course of antibiotics and discharged from the hospital on (B)(6) 2016.